Event description:
In 2008, the patient's mother reported that the display of the patient's infusion device has black splotches and no longer displays characters. The infusion device has not been exposed to moisture. The patient's mother stated that the battery was changed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.